Manufacturer narrative:
Evaluation summary: the complaint used cartridge was not returned. Seven (7) unopened cartridges were returned for the same lot number. One cartridge was opened and evaluated. No abnormalities were observed. The iol was also returned. Viscoelastic is dried on both surfaces of the optic and haptics. No film is observed other than the viscoelastic. Both haptics are intact. The lens was cleaned to facilitate inspection of the optic. The optic has multiple scratches and mall cracks both sides of the optic. These appear to have been cause by an instrument used to grasp the iol. The cartridge and iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the report of film on the lens could not be determined. One of the seven unopened cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No film or particulate was observed on the lens or in the cartridge. The lens damage was not mentioned by the complainant.this product malfunction was originally reported under an alternative summary report (e2001023). The complaint sample was not returned; however, the iol sample and 7 unopened cartridge in the same lot have been returned and the investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation) is being sent via this 3500a report. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a film was noticed on the iol prior to implantation. The procedure was completed with another lens same model and power. Additional information was provided by the doctor who reported that prior to injecting the iol into the patient eye he ejected the lens onto the patient¿s cornea in order to examine the lens. He indicated that he noticed that the lens had a grayish film on the surface of the iol and switched the lens and cartridge (same model and diopter/cartridge) out in order to complete the case.